Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation.

Event description:
It was reported that the patient experienced hypotension with trivial pericardial effusion. After a pulse field ablation (pfa) procedure using a farawave nav catheter the patient experienced hypotension and a medical emergency team (met) call was made. The patient was treated with a 500ml intravenous (IV) fluid bolus. An electrocardiogram (ECG) was performed which showed the patient was in sinus rhythm (sr) with no ischemic changes. Bedside echocardiogram was also performed which found a trivial effusion, but nothing else. The patient was hospitalized and stayed overnight. The next day laboratory blood tests were performed which found nothing of clinical significance. The complications were considered resolved and the patient was discharged. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced hypotension with trivial pericardial effusion. After a pulse field ablation (pfa) procedure using a farawave nav catheter the patient experienced hypotension and a medical emergency team (met) call was made. The patient was treated with a 500ml intravenous (IV) fluid bolus. An electrocardiogram (ECG) was performed which showed the patient was in sinus rhythm (sr) with no ischemic changes. Bedside echocardiogram was also performed which found a trivial effusion, but nothing else. The patient was hospitalized and stayed overnight. The next day laboratory blood tests were performed which found nothing of clinical significance. The complications were considered resolved and the patient was discharged. The device is expected to be returned for analysis. It was further reported that the patient experienced some chest and upper abdominal tightness along with minor respiratory crackles two days after resolution of the hypotension. The patient had no fever, chills, or productive cough. Auscultation revealed mildly reduced air entry to the right lower lobe (rll) of the lung. For the abdomen, the patient had normal peristaltic sounds and mild upper gastrointestinal (gi) tenderness blood tests were performed, which showed mildly elevated aminotransferase, along with a chest x-ray (cxr). The x-ray revealed no obvious consolidation, however there was "more black" sign on the lateral cxr. The findings were consistent with pericarditis. The patient was treated with nonsteroidal anti-inflammatory drugs and proton pump inhibitor (nsaid+ppi empiric therapy), which resolved the issue.

Event description:
It was reported that the patient experienced hypotension with trivial pericardial effusion. After a pulse field ablation (pfa) procedure using a farawave nav catheter the patient experienced hypotension and a medical emergency team (met) call was made. The patient was treated with a 500ml intravenous (IV) fluid bolus. An electrocardiogram (ECG) was performed which showed the patient was in sinus rhythm (sr) with no ischemic changes. Bedside echocardiogram was also performed which found a trivial effusion, but nothing else. The patient was hospitalized and stayed overnight. The next day laboratory blood tests were performed which found nothing of clinical significance. The complications were considered resolved and the patient was discharged. The device is expected to be returned for analysis. It was further reported that the patient experienced some chest and upper abdominal tightness along with minor respiratory crackles two days after resolution of the hypotension. The patient had no fever, chills, or productive cough. Auscultation revealed mildly reduced air entry to the right lower lobe (rll) of the lung. For the abdomen, the patient had normal peristaltic sounds and mild upper gastrointestinal (gi) tenderness blood tests were performed, which showed mildly elevated aminotransferase, along with a chest x-ray (cxr). The x-ray revealed no obvious consolidation, however there was "more black" sign on the lateral cxr. The findings were consistent with pericarditis. The patient was treated with nonsteroidal anti-inflammatory drugs and proton pump inhibitor (nsaid+ppi empiric therapy), which resolved the issue.

Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned, we have determined that the low blood pressure, pericardial effusion, pericarditis, and chest tightness are known inherent risks with use of this product. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: requests for return of the device are in progress, but it has not been received yet; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use confirmed that low blood pressure, pericardial effusion, pericarditis, and chest tightness are addressed as a potential procedural complication when using farawave catheter. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the farawave device confirmed that the event of hypotension, pericardial effusion, pericarditis, and chest tightness/pressure are known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the information provided, the reported event of low blood pressure, pericardial effusion, pericarditis, and chest tightness are known inherent risks of farawave catheter. As stated by the instructions for use, "potential adverse events associated with use of the farawave catheter includes, but are not limited to: hypotension, cardiac trauma, for example: pericardial effusion, infection/inflammation." There were no indications that the device was used outside the bounds of labeled/indicated use or evidence of a product performance related issue. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.